Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late" and "lymphadenopathy" and "lump/nodule" and "abscess" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, abscess and silicone migration.

Event description:
Healthcare professional reported "irregular mass" and "alcl suspected". Healthcare professional later reported no malignancy (including lymphoma) identified¿. Additionally, healthcare professional reported right side seroma-late, abscess, and silicone migration. Healthcare professional also reported infection and flipping; these events are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported "irregular mass" and "alcl suspected". Healthcare professional later reported "no malignancy (including lymphoma) identified¿. Additionally, healthcare professional reported right side seroma-late, abscess, silicone migration and "enlarged left axillary lymph node". Healthcare professional also reported flipping which is not device related. Device has been explanted.